Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated she felt overfull in dwell 4 of 4. The technical service representative (tsr) reviewed the programming current ultrafiltration (cuf) equaled -574ml, fill volume (fv) equaled 2200ml. The hp was using 2 different bags one was 4.25% dextrose and one was 2.5% dextrose. The tsr had the hp perform a manual drain; the hp drained 5020ml, which relieved the symptom of feeling overfull. The tsr arranged a swap of the device. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The drain volume of 5020 ml is more than 160% of the lpfv (2200ml.). Therefore, the volumes reported do fulfill the criteria consistent with increased intra peritoneal volume (iipv) event (drain volume of more than 160% of the lpfv). This is an iipv event.

Manufacturer narrative:
(B)(4). The reported issue of patient symptom -overfill was confirmed in the device logs by drain volume exceeded the current iipv criteria. (Drain volume equaled 5005ml).

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This event was confirmed in the event history log review. The cause was determined to be use error, inappropriate bypass of the low drain volume alarm. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.